Event description:
During use of the device for a non-clinical activity, the field service representative reported that the power bucket screws were missing. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.